Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead&#38112;r-wave sensing was low in both bipolar and integrated bipolar. It was noted that the sensing trends indicate the r-waves suddenly decreased. The physician elected to redo the dft (defibrillation threshold) testing in true bipolar in the ep (electrophysiology) lab under anesthesia. The dft testing was successful with minimal undersensing of vf (ventricular fibrillation). The physician elected to keep this rv lead with the previous programming settings. The lead remains in use. No patient complications have been reported as a result of this event.